Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The adjustable pressure limiting valve was recommended for replacement and the unit was returned to service. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported the unit built unexpected pressure during a case requiring squeezing the bag to relieve the pressure. There was no report of patient injury.